Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process of a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Although the caller was unable to reload the original cartridge, they successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.